Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed in the device logs. During troubleshooting, the dc/dc & standard connectors printed circuit board (pcb) was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The main responsibilities of the dc/dc & standard connectors pcb are to convert and supply the necessary internal voltages, control switching between the mains power supply and an external 12 v battery, connect the on/off switch and led board, and finally, to hold a number of standard connectors. The reported technical error code (power failure 24 volts too low alarm) is triggered when the +24 v supply drops below +21.5 v for more than three seconds. Analysis of the provided device logs confirm the issue with the generated technical error code, referring to a power error, but also that the device had generated several ventilation alarms. The dc/dc & standard connectors pcb was returned for further investigation. Visual inspection of the returned pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device passed the pre-use check (puc) and generated no technical error codes during start-up. After this, ventilation was performed successfully for 24 hours without generating any alarms or errors. After ventilation, several pucs were performed, and all of them passed. The conclusion is that the device failed to meet its specifications during the reported event. The issue could not be reproduced at the manufacturer¿s site; hence, no definite root cause can be established at this moment. Nevertheless, based on the available information and the device logs, the replaced dc/dc & standard connectors pcb is most likely a contributory factor to the reported issue.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).